Event description:
Complainant alleged that during a routine shift check by clinician, the device was unable to power on with battery power. When the device powered on with ac power, it displayed a "defib fault 78" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.